Event description:
It was reported that the patient was experiencing pain and swelling in the left upper extremity. A cardiovascular ultrasound (cvus) of the venous and arterial duplexes of the left upper extremity were done on (B)(6) 2021. Cvus of the venous duplex showed no evidence of acute deep venous thrombosis in the upper extremity. Superficial thrombus was noted in the left forearm cephalic veins. The contralateral subclavian vein was interrogated and showed no evidence of deep venous thrombosis. Cvus of arterial duplex also showed no evidence of left upper extremity arterial insufficiency.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported superficial venous thrombus could not be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists peripheral thromboembolic event as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient received changes to medication.